Event description:
It was reported that during port placement procedure, the health care provider was allegedly unable to draw after attaching the needle to the syringe. It was further reported that guidewire was allegedly unable to fit on needle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle and one syringe was partially returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is inconclusive for the reported difficulty inserting wire into needle issue as the reported guidewire was not returned for the evaluation. Furthermore, the investigation is confirmed for the reported suction issue and identified needle fracture issue as a crack was noted on the introducer needle hub. Upon infusion, a leak was observed from the proximal hub. Aspiration was attempted and partial water was aspirated within both syringes. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2022).